Event description:
During a bed to chair transfer, the hanger bar detached itself from the jib and resident was in the sling and being transferred out of bed. Once pulled away from the bed, the hanger bar detached itself and resident fell to the floor. Caregiver reached for the head to prevent head injuries. Result, resident suffered only injury to knee area. Resident fell in between 2 beds in a two bedroom place. Incident occurred at 11 o'clock am and resident visited the hosp immediately and was back at the residence at the end of day. Fracture to knee area. Treatment with kneebrace.